Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 175 mg/dl. The customer stated that they changed the batteries but the issue was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with corroded battery tube. However, insulin pump had normal operating currents. No blank display anomaly noted. Insulin pump received with cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window.